Event description:
The facility reported a flogard device with no air alarm. This problem occurred during bio-med testing. No medical intervention or injury associated was reported to be associated with this complaint. No additional information is available at this time.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.